Event description:
The passeo-18 peripheral balloon catheter was selected for dilatation of the mid peroneal artery with 80 percent stenosis degree. The balloon ruptured at 6 atm. Therefore, another passeo-18 was used but ruptured as well (reported separately).

Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the center of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole with longitudinal orientation direct at the distal end of the distal x-ray marker. At the origin of the pinhole a deep scratch was observed which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patient¿s anatomy.